Event description:
It was reported that the patient had originally been admitted for mild hypertension.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (infection and hypertension) cannot be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they received a heart transplant on (B)(6) 2019 (refer to MFR 2916596-2019-03970 for evaluation). No further information regarding the event has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists infection and hypertension as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the patient was found on imaging to have an abdominal abscess. A culture from an incision and drainage (I&d) grew gram negative rods (gnrs) so the patient was started on IV antibiotics.